Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue could not be determined. A potential root cause of the reported issue is an overfilled reservoir. However, this cannot be confirmed. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The instructions for use were found adequate and state the following: "fill reservoir fill the reservoir with sterile or distilled water only. Four liters of water will be required to fill the reservoir at initial installation. Add one vial of arctic sun® temperature management system cleaning solution to the sterile or distilled water. From the patient therapy selection screen, press either the normothermia or hypothermia button, under the new patient heading. From the hypothermia or normothermia therapy screen, press the fill reservoir button. The fill reservoir screen will appear. Follow the directions on the screen." And "to replenish the internal cleaning solution: drain the reservoir. Turn control module power off. Attach the drain line to the two drain ports on the back of the control module. Place the end of the drain line into a container. The water will passively drain into the container. Refill the reservoir from the hypothermia therapy screen or the normothermia therapy screen, press the fill reservoir button. The fill reservoir screen will appear. Follow the directions on the screen. Add one vial of arctic sun® temperature management system cleaning solution to the first bottle of distilled or sterile water. The filling process will automatically stop when the reservoir is full. Continue to replace the bottles of sterile or distilled water until the filling process stops. When the fill reservoir process is complete, the screen will close." UDI related data quality updates only: UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed said that they previously had an issue with not heating and suspected it was overfilled but did not have any more water solution in an arctic sun device. So, they ordered some but now the device was alarming 77 (non-recoverable alarm), chiller temperature (t4) was reading 0.0 degrees, they gave a pn and price for a new tank harness. Per work order update on 19dec2023, it was reported that the arctic sun device had leak from the chiller pump and high temperature t4 (chiller temperature) and the chiller tank was not getting cold.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue could not be determined. A potential root cause of the reported issue is an overfilled reservoir. However, this cannot be confirmed. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The instructions for use were found adequate and state the following: "fill reservoir 1) fill the reservoir with sterile or distilled water only. 2) four liters of water will be required to fill the reservoir at initial installation. 3) add one vial of arctic sun® temperature management system cleaning solution to the sterile or distilled water. 4) from the patient therapy selection screen, press either the normothermia or hypothermia button, under the new patient heading. 5) from the hypothermia or normothermia therapy screen, press the fill reservoir button. 6) the fill reservoir screen will appear. Follow the directions on the screen." And "to replenish the internal cleaning solution: 1) drain the reservoir. ¿ turn control module power off. ¿ attach the drain line to the two drain ports on the back of the control module. Place the end of the drain line into a container. The water will passively drain into the container. 2) refill the reservoir ¿ from the hypothermia therapy screen or the normothermia therapy screen, press the fill reservoir button. ¿ the fill reservoir screen will appear. Follow the directions on the screen. ¿ add one vial of arctic sun® temperature management system cleaning solution to the first bottle of distilled or sterile water. ¿ the filling process will automatically stop when the reservoir is full. Continue to replace the bottles of sterile or distilled water until the filling process stops. ¿ when the fill reservoir process is complete, the screen will close." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the biomed said that they previously had an issue with not heating and suspected it was overfilled but did not have any more water solution in an arctic sun device. So, they ordered some but now the device was alarming 77 (non-recoverable alarm), chiller temperature (t4) was reading 0.0 degrees, they gave a pn and price for a new tank harness. Per work order update on 19dec2023, it was reported that the arctic sun device had leak from the chiller pump and high temperature t4 (chiller temperature) and the chiller tank was not getting cold.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the biomed said that they previously had an issue with not heating and suspected it was overfilled but did not have any more water solution in an arctic sun device. So, they ordered some but now the device was alarming 77 (non-recoverable alarm), chiller temperature (t4) was reading 0.0 degrees, they gave a pn and price for a new tank harness.